Manufacturer narrative:
The hill-rom technician found bent and missing pins on male end of nurse communications cable. Per the hill-rom service manual the advanta 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Sidecom communication system: inspect and test the communication junction box. Make sure the sidecom communication system features operate correctly. Inspect the communication cable, including the male and the female pins in the plug. Replace as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call would not function. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).